Event description:
It was reported via repair work order that the cot was able to raise in the back of the ambulance. Cot was not able to lock into the fastening system due to a faulty sensor and a misaligned in ambulance shut off and locking bar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.